Manufacturer narrative:
(B)(4). (B)(4). Attachment: charles b. Ross, md, et al; "carotid artery stenting for stenosis following cervical radiotherapy; report of early failure with associated stent fracture", published vasc endovascular surg onlinefirst, published on july 29, 2009 as doi:10.1177/1538574409335038. Eval summary: stent fracture can be a result of, but not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. A definitive cause for the reported stent fracture could not be determined. All xact stents are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested verify proper stent deployment.

Event description:
The following events were noted through a periodic article review. It was reported that a total of 48 lesions were treated. Approximately eighteen months post implantation, eight xact stents fractured. There were no reported symptoms at discovery. One fracture was treated with stent removal by endarterectomy with synthetic patch angioplasty. There is no info on how the others were treated. It is unk if there was reoccurrence at the six month follow-up. There is no additional info available.